Manufacturer narrative:
Please note that the events were previously captured on an initial med watch under a prior complaint handling system. Manufacturer regulatory report number was 9616099-2016-00270. This report is being submitted due to additional information received. Concomitant medications: heparin, anticoagulation with coumadin. The catalog number is unknown, if received it will be provided. Complaint conclusion updated: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc (inferior vena cava), unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. Per the legal file, ¿as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages¿. The following is additional information received per medical records. At the time of the procedure a 7 french sheath was placed over the wire and advanced into the ivc. Formal venacavogram was performed. Renal main entry site appears to be at about the l2 level. No thrombus was observed in the vena cava. A retrievable optease vena cava filter was deployed just below the level of the right renal vein at l2. The left renal vein enters at l1-2. Following deployment, a repeat venacavogram was performed documenting intercaval positioning below the renal veins. The sheath was then withdrawn to the level of the right axillary vein and an 0.018 wire was placed through the sheath. A 6f peel-away sheath was placed over the wire. A 6f dual lumen peripherally inserted central catheter was then trimmed to 42 cm and deployed over the wire with a tip placed in the svc. The line was a flushed with heparinized saline. Spot radiograph was obtained documenting position. Permanent ultrasound and fluoroscopic images were obtained. Successful deployment of an optease filter below the renal veins in the ivc. No evidence of caval clot. The filter positioned was documented on post deployment venacavogram. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, filter embedded in wall of the nc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Medical records were received indicating the following: at the time of the procedure a 7f working sheath was placed over the wire and advanced through the right atrium into the ivc. Formal venacavogram was performed. Renal main entry site appears to be at about the l2 level. No thrombus in the vena cava. At this point a retrievable optease vena cava filter was deployed just below the level of the right renal vein at l2. Left renal vein enters at l102. Following deployment a repeat cavogram was performed documenting intercaval positioning below the renal veins. The sheath was then withdrawn to the level of the right axillary vein and an 0.018 wire was placed through the sheath. A 6f peel-away sheath was placed over the wire. A 6f dual lumen ptcc line was then trimmed to 42 cm and deployed over the wire with a tip placed in the svc. The line was a flushed with heparinized saline. Spot radiograph was obtained documenting position. Permanent ultrasound and fluoroscopic images were obtained. Successful deployment of an optease filter below the renal veins in the ivc. No evidence of caval clot. The filter positioned was documented on post deployment venacavogram.